Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap had crack off and he had to push the cap. The customer¿s blood glucose was unknown. Customer states the dropped and bumped accidentally a few times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime , excessive no delivery test due to broken or detached end cap.